Event description:
A pt at (B)(6) hospital (B)(6), had a 2 level posterior lumbar fusion with the click'x system. Pt was implanted with 6 screws, 2 rods, 6 3-d heads and 6 locking caps. Pt was returned to the operating room for a revision plf after the post-operative scan showed that all 6 locking caps had come loose and both rods had slipped. The loose locking caps were removed, all other implants were repositioned on the rods, and 6 new locking caps were inserted. This report is #1 of 6 for the same event.

Manufacturer narrative:
Subject device was not returned. Manufacture date has been requested.